Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the customer filled the cartridge with 250 units of insulin. There was no reported impact to the customer's blood glucose level. The customer indicated a new cartridge would be loaded and declined further assistance from tandem technical support.